Event description:
Between july 8 and 10, 1998, the care manager of the ambulatory care-endoscopy department reported that 3 different patients on 3 different days had bronchial wash samples which all contained candida albicans. This yeast is a common (normal) inhabitant of human skin and mucous membranes and is not commonly associated with environmental sources.